Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clinician could not close the device, the clinician reports that the needle was not crossing the gastric wall. So they could not use it. There was no patient involved.

Event description:
According to the reporter, the clinician could not close the device, the clinician reports that the needle was not crossing the gastric wall. So they could not use it. There is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.